Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that variable ventricular capture threshold and sensing measurements were noted on the leadless implantable pulse generator (ipg) trends and a potential pacing issue was suspected. It was also reported that ventricular capture and sensing could not be confirmed and . The leadless ipg remains in use. No patient complications have been reported as a result of this event.